Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) reported what appears to be shocks while on recovery after the crt-d implant. The issue was resolved with device reprogramming. According to the patient, the issue was related to the lead. Then, the patient was at the hospital and was feeling like he was going to pass out. Vital signs looked good and the device was not checked. The patient also reported to feel chest and arm pain. There was pain some inches below the incision for the crt-d. The patient mentioned that he could see the chest vibrating, likely muscle stimulation. The crt-d and the rest of the system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) reported what appears to be shocks while on recovery after the crt-d implant. The issue was resolved with device reprogramming. According to the patient, the issue was related to the lead. Then, the patient was at the hospital and was feeling like he was going to pass out. Vital signs looked good and the device was not checked. The patient also reported to feel chest and arm pain. There was pain some inches below the incision for the crt-d. The patient mentioned that he could see the chest vibrating, likely muscle stimulation. The crt-d and the rest of the system remains in service. No additional adverse patient effects were reported. Several months later the patient called back mentioning that they feel a sharp pain in arms and the device has been tingling for days. The crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) reported what appears to be shocks while on recovery after the crt-d implant. The issue was resolved with device reprogramming. According to the patient, the issue was related to the lead. Then, the patient was at the hospital and was feeling like he was going to pass out. Vital signs looked good and the device was not checked. The patient also reported to feel chest and arm pain. There was pain some inches below the incision for the crt-d. The patient mentioned that he could see the chest vibrating, likely muscle stimulation. The crt-d and the rest of the system remains in service. No additional adverse patient effects were reported. Several months later the patient called back mentioning that they feel a sharp pain in arms and the device has been tingling for days. The crt-d remains in service. No additional adverse patient effects were reported. Additional information was received mentioning that the patient kept feeling the device vibrating. Also mentioned experiencing dizziness, left arm pain and shortness of breath. A cardiologist mentioned that the patient may need a heart transplant, but the patient went to the emergency room and troponin levels were normal. When the device was checked, nothing wrong was observed. The crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) reported what appears to be shocks while on recovery after the crt-d implant. The issue was resolved with device reprogramming. According to the patient, the issue was related to the lead. Then, the patient was at the hospital and was feeling like he was going to pass out. Vital signs looked good and the device was not checked. The patient also reported to feel chest and arm pain. There was pain some inches below the incision for the crt-d. The patient mentioned that he could see the chest vibrating, likely muscle stimulation. The crt-d and the rest of the system remains in service. No additional adverse patient effects were reported. Several months later the patient called back mentioning that they feel a sharp pain in arms and the device has been tingling for days. The crt-d remains in service. No additional adverse patient effects were reported. Additional information was received mentioning that the patient kept feeling the device vibrating. Also mentioned experiencing dizziness, left arm pain and shortness of breath. A cardiologist mentioned that the patient may need a heart transplant, but the patient went to the emergency room and troponin levels were normal. When the device was checked, nothing wrong was observed. The crt-d remains in service. No additional adverse patient effects were reported. Additional information was received as the patient called and mentioned that when on a device check they felt symptomatic with chest pain and shortness of breath. They had never felt symptoms at previous device checks. The device was also reprogrammed and remains in service at this time.